Event description:
It was reported that during a surgery, the drill tip broke. Levels treated were c6-c7 during an acdf. The surgeon was drilling the pilot hole for the screw and the drill portion of the drill bit broke off in the vertebral body. The drill bit was not previously used and the surgeon used the drill guide. The broken portion could not be removed and remains in the pt. The case was completed with no delay to the case or further pt impact.

Manufacturer narrative:
Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed; therefore, the root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No add¿l action is required at this time.